Event description:
It was reported that pump declared alarm 30 during pumping. There was no reported adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy while tandem technical support arranged replacement pump under warranty, confirmed shipping address, instructed customer to place pump in storage mode before return, and advised customer to reenter pump settings, reconnect continuous glucose monitor to replacement pump, and return problematic pump using provided prepaid label within 10 days.